Event description:
Add'l info rec'd from MFR 8/30/00: the review of the device history indicated that there were no issues during the assembly or inspection of the devices. There is, however, an upward trend in this type of complaint. Inspection of the returned complaint samples also indicated that they conformed to original specs. Testing of returned samples indicates that burrs can be formed when the asap needle is fired and the cannula is not supported (dfu warns: "test firing the needle without stabilization may cause damage to the cannula tip. The needle may be stabilized if test firing is necessary by holding the frosted portion of the cannula between the thumb and fingers with moderate pressure.") Conclusion: due to the fact that burrs can be formed when the asap needle is fired and the cannula is not supported, a program using high-speed photography has been initiated to evaluate the mechanism that may be causing the burrs. These films will be compared to films taken during the initial development of the device.

Event description:
The biopsy gun was used in a procedure. Md first inspected the device and fired it before performing the procedure. There were 2 attempts made with the device. The first one was successful. During the second attempt dr noticed difficulty in advancing and removing the device after penetrating the skin. The device was then inspected and had developed a blunted tip on the outer needle cannula. The needle had bent back creating a rake-like tip. Following the incident dr then re-imaged the kidney and it showed evidence of blood. A new device was used for the third attempt and it was successful. Pt was then admitted to ward for twelve hrs of bedrest followed by observation with a twelve hr minimal activities totaling twenty-four hrs. The pt then presented a week later with a four day history of complications. The pt was then examined and diagnosed with right flank and right groin pains. The pt was then given a cat-scan that showed hematoma. The pt was then admitted for a total of three days. Item is not available for testing, the co came and retrieved the item.